Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is invalid.

Event description:
It was reported that a PICC was inserted (B)(6) 2019. Secured with securacath. Staff noted leaking in front of hub when flushed ((B)(6) 2019). No issues or trouble shooting by ward staff during dwell time of the device. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. An indentation was observed in the catheter just distal to the molded joint. The sample was flushed with a 12 ml syringe of water and a leak was observed in the catheter at the location of this indentation. A microscopic observation revealed a slightly diagonal circumferential split at the location of the indentation in the catheter. The edges of the split were observed to be rough but mostly straight, and the fracture surface was found to have an uneven and granular texture. Whitening of the catheter material was observed at the corners of the split, and the surface of the catheter material was observed to be less lustrous leading up to the edges of the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU cautions: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of redp3254 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a PICC was inserted (B)(6) 2019. Secured with securacath. Staff noted leaking in front of hub when flushed ((B)(6) 2019). No issues or trouble shooting by ward staff during dwell time of the device. There was no reported patient injury.